Event description:
During the function check, the ventilator reportedly delivered erratic o2 values and tidal volumes. There was no patient incident. The awp, exp. Min vol and o2 alarms activated. The customer has been sent cc stickers for the return.